Manufacturer narrative:
H3: product analysis :evaluation confirmed the reported allegation of unusual noise. The likely cause of the failure was due to dam age/breakage of the tip bearing. It was also noted that the laser markings were also deteriorated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use an abnormal sound occurs however the device rotates freely during free rotation during intra-operative procedure. At the time of report the patient impact were unknown.